Event description:
It was reported that: post deployment angio revealed possible collagen on vessel and obstruction in lfa. Additional information: during a tavr procedure. Micro puncture and ultrasound were utilized to gain central access in the left common femoral artery. Vessel size was 7mm with mild posterior calcification and no reported tortuosity. Measured depth for the manta was 6.5+1=7.5cm and there were no issues advancing or withdrawing procedural sheaths. Systolic blood pressure was 110mmhg and act was 255. 15000units of heparin and 150mg of protamine were administered during the procedure. Time to haemostasis was less than 1 minute. Post closure an obstruction was noted, and a stent was needed for hemostasis. Patient was reported as fine post the procedure with no harm or injury noted.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The device was not returned for investigation. No return product evaluation could be completed. Angiogram photos were obtained by vs I/teleflex revealing a centrally positioned radiopaque lock. An artifact or potential filing defect is visible proximal to the access. Slight dog-boning (indentation) is visible at the radiopaque lock. The stent was placed extending beyond the access area. The device lot history record review for lot number mn2301518 manta 18f indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Case details were reviewed. A 69-year-old male patient, 112kg, presented in the or for a tavr procedure. Ultrasound guidance and a micro puncture kit were utilized to gain centrally positioned access. The arteriotomy was 7.0mm, with mild posterior calcification, with a depth measurement of 6.5cm + 1cm. No issues were encountered advancing or withdrawing the initial procedural sheath. Following the tavr, activated clotting time (act) was 255, and heparin and protamine were administered. The 18f manta was deployed to the measured depth, and hemostasis was achieved in less than one minute. Following deployment, a post-angiogram indicated the manta collagen positioned on the vessel, although an obstruction was present in the left femoral artery. Balloon inflation was applied, and the physician advanced a peripheral bare met al stent over the access area. Patient outcome post-procedure was stable. The root cause of the obstruction is likely due to a formation of an occlusive dissection likely disrupting the correct seating of the anchor against the vessel wall. The slight dog-boning s een on the angio indicates an occlusion most likely due to a dissection. Dissections are a common large-bore procedural complication; therefore, it cannot be determined if the dissection would have been created by the procedure sheath or the manta device. The seve rity of harm is ranked as a 4 due to endovascular intervention requiring stenting and ballooning used as a treatment for the occlusive dissection. The manta instructions for use lists potential adverse events related to the deployment of vascular closure devices I ncluding ischemia of the leg or stenosis of the femoral artery; and local trauma to the femoral or iliac artery wall, such as dissection. There appears to be no product quality issue with respect to manufacturing, documentation, or labelling. The der process will continue to monitor and investigate any similar events.

Event description:
It was reported that: post deployment angio revealed possible collagen on vessel and obstruction in lfa. Additional information: during a tavr procedure. Micro puncture and ultrasound were utilized to gain central access in the left common femoral artery. Vessel size was 7mm with mild posterior calcification and no reported tortuosity. Measured depth for the manta was 6.5+1=7.5cm and there were no issues advancing or withdrawing procedural sheaths. Systolic blood pressure was 110mmhg and act was 255. 15000units of heparin and 150mg of protamine were administered during the procedure. Time to haemostasis was less than 1 minute. Post closure an obstruction was noted, and a stent was needed for hemostasis. Patient was reported as fine post the procedure with no harm or injury noted.